Event description:
Healthcare professional reported, left side capsular contracture, baker grade unknown. The device remains implanted.

Manufacturer narrative:
Continue e1: (B)(6). The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.